Event description:
The soft tubing that connects the clave secondary port to the flow regulator pumping chamber snapped off when nurse attempted to administer medication via this port. I was informed that the same issue had occurred before, but not reported to risk management.